Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned pro-kinetic energy showed that the stent is deformed at its distal end and in the center. Several stent struts are severely deformed. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent struts were initially crimped on the balloon. The stent is crimped at its appropriate position. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to the patient's anatomy.

Event description:
Ous-MDR - the pro-kinetic energy stent could not pass the severely calcified and tortuous lesion in the lad and the stent was deformed.